Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product returned and no imaging provided, but based on the information provided the filter did slightly migrate, but no filter leg actually perforated ivc - it slipped into a collateral vein. Patient medical history is unknown at this time and the exact reason for the filter to slightly migrate cannot be determined. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: date:unknown. Ivc filter was placed against dvt. Approximately 5 weeks later: CT confirmed that leg of filter had perforated vena cava. After the perforation was found, the physician checked previous CT data. The CT taken 4 days after the placement showed the impression that the filter had already perforated the vessel wall slightly. Since these observations were confirmed only by CT, the physician plans to conduct angiography on (B)(6) 2016 and determine whether he should perform retrieval of filter taking the result of which into consideration. Additional information received 25mar2016: on (B)(6) 2016: angiography was performed, but no obvious signs of perforation were observed. Angiography also confirmed that the filter had migrated slightly and thus, one of the 4 legs of the filter had slipped into collateral vein. It was determined that the relevant physician misunderstood this slippage of the leg as perforation. After the angiography, filter retrieval was performed without any problems. Final angiography after retrieval revealed that there were no vessel injuries. Patient outcome: no information has been provided.